Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had a progressive rise in threshold. The pace/sense portion of the lead was capped and replaced and the high voltage portion remains in use. During the lead revision, insulation damage was observed - it was unclear if the insulation defect occurred during the revision - so the lead was repaired with a silicone repair kit. No patient complications have been reported as a result of this event.